Event description:
Medtronic received the following journal article which is summarized as follows: ultrasonographic surveillance with selective cta after endovascular repair of abdominal aortic aneurysm (j. Endovasc. Ther. 2009; 16:93-104). This journal article reported 196 patients using 10 different stent graft models, including aneurx (n=52) and talent (n=19). Regarding 1 specific patient treated with an aneurx device, the patient was implanted with an aneurx stent graft system in 1999 for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a type I endoleak was identified in 2003. The physician elected to intervene for the endoleak with an aortic cuff, with successful results. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
The physician was contacted and requested to provide specific information related to this event. Patient-specific information for this event has been received. Evaluation codes, results: endoleak. Evaluation codes, conclusion: cause of endoleak not provided. Intervention required.